Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels (300-400 mg/dl). Reportedly, the customer changed the site and/or delivered manual injections to stabilize blood glucose levels.